Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and testing on an in-house system resulted in an electrical communication failure and improper voltage ranges. Visual inspection of the cable integrated connector revealed housing discoloration and mechanical damage to the paddleboard, including scratches and indentations at the proximal end. The endoscope cable exhibited minor cuts in the insulation near the integrated connector zone. The button pack assembly contained hairline cracks, and initial testing showed the local button controls were non-functional. Disassembly of the backend housing revealed dislodged desiccant balls. Manual movement tests identified rattling noises within the housing. The housing shell displayed faded or removed laser markings. Friction testing of the camera instrument adapter confirmed binding and noise during rotation, which was linked to the shaft bearing. Cable testing further identified a defect in the wahoo paddleboard (wpb) and a lack of light transmission in the fiber cables. The complaint was confirmed by failure analysis. The probable root cause cannot be determined based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer further clarified that the issue with the endoscope involved reversed control on the system universal surgical manipulators (usms).